Manufacturer narrative:
Correction: g7: adverse event term(s) in the initial MDR was inadvertently populated; this field is being corrected to blank. There are no adverse event terms associated with this MDR. The lot was manufactured from december 8-9, 2020. H10 - the actual devices were not available; however, photographs of both samples were provided for evaluation. Visual inspection of the photographs revealed fluid inside the bags that contained the devices. The photos showed that the cause of the leak for both devices was due to untightened blue winged luer caps. The cap thread could be seen in the photos, which suggests the cap may not have been securely connected to the device after fill. The cause of the condition was not determined; however, a potential cause of the issue is a use error of not securely tightening the blue winged luer cap after filling. The instructions for use (IFU) for the device indicate that the blue winged cap should be securely connected to the device after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors had fluid leakage from the blue cap. This issue was discovered after filling with unspecified chemotherapy medication. There was no patient involvement. No additional information is available.